Event description:
It is reported that the device was implanted in late 2005. Patient had swelling, fluid on knee. Revision surgery occurred in 2007.

Manufacturer narrative:
Cause cannot be definitively determined. The returned poly shows expected wear for 20 months implanted. Poly shows slight hypertension and no micromotion or delamination. No findings would explain the complaint of swelling and fluid on the knee. Device history records indicate device manufactured to specification. Scanning electron microscopy analysis observed pitting as the primary wear damge to the articulating surface. Particles observed on articulating surface were small in size and showed c, o, si and mg in energy dispersive spectroscopy (eds) analysis. Eds analysis of the insert material showed a carbon (c) peak in the spectrum, typical of uhmwpe.